Event description:
Reportedly, during incoming inspection, the text printed on the outer label of the packaging box was found unclear.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection, the text printed on the outer label of the packaging box was found unclear.